Manufacturer narrative:
(B)(4). Baxter received and evaluated. The device was found out of specification in relation to the reported symptom, which was not reproduced. Evidence for the reported problem "air in line error" was found through the device event history log review by the presence of "air-in-line!" Alarms in the log; however, it is unclear if these were true or false alarms. Internal inspection found the ultrasonic sensor flex pins were cracked, which can cause the reported symptom. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.